Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, a reservoir unable to lock into place, exposure to moisture, and a crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed for the reported event. The customer stated that the insulin pump was bumped. Water came inside and the pump didn't turn on anymore. The location of the damage was the display, inside the battery cap, and the reservoir. The customer reported physical damage to the retainer ring on the pump and the reservoir was unable to lock into place. No harm requiring medical intervention was reported. A product return for mmt-1712kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Unable to verify power loss alarm due to download difficulties. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, broken belt clip rails, missing display window cover, cracked keypad overlay at select button and damage keypad overlay at select button. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. No physical damage noted at retainer area. The unit p-cap / test reservoir locks in place properly. Blank display anomaly was not confirmed during analysis due to moisture confirmed. Exposed to moisture confirmed. Unable to verify power loss alarm due to download difficulties. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. No physical damage noted at retainer area. The unit p-cap / test reservoir locks in place properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.